Event description:
When the surgeon tried to crimp the sleeve, only one side of the sleeve could be caught and the sleeve broke. The surgeon addressed that it is hard to place the crimp tool completely in general.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report. This is the same patient/event as MFR# 2249697-2009-00061.